Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported problems with road mapping, sending images to pacs, system is beeping even when not fluoroing, and problems with annotation. No patient injury was reported.